Event description:
On (B)(6) 2010, the lay user/patient's daughter contacted lifescan (lfs) alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer care advocate (cca) documentation, since this medical surveillance specialist (mss) was unable to reach the patient or reporter by phone. The patient's daughter reported that on unspecified dates/times, the patient obtained alleged high blood glucose readings of "214 and 173 mg/dl" with the subject meter. It is not known what medications, if any, the patient takes to manage her diabetes. It is also not known if she made any changes to her usual diabetes regimen in response to the alleged inaccurate results she claimed to be obtaining. On the late morning of (B)(6) 2010, the patient reported developing symptoms of shaky, sweaty and nervous 15 minutes after obtaining an alleged high result with the subject meter (reading not known). In response to the symptoms, the reporter claimed the patient treated herself with food and/or drink. At the time of troubleshooting, the cca noted that the patient did not have control solution to test the subject meter and test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
The 510k # is k053529. Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.